Manufacturer narrative:
Other, other text: b3: updated. B5: additional information: no patient harm was reported. D10: updated. H3: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor was not running. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken, right plunger case was cracked. The device?s event history log was reviewed for evidence of the reported event and found ?motor not running? To conduct functional testing, the device was powered up, occlusion test was performed, ?motor not running? Error was found at the beginning of the test. Main board was resting on top of the extrusion instead of inside of the extrusion groove due to incorrect assembly by customer. To resolve the issue, the main board was positioned into the extrusion groove and the motor assembly was cleaned and greased. Passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - health impact corrected.